Event description:
On behalf of the customer, the distributor in (B)(4) reported issues with 60-5274-132, stealth 32 lhook laparoscopic electrode, lot unknown, experienced by (B)(6) hospital, on 13-december. Information received indicates ¿the tip of the electrode fell off during a surgical case. It was removed with forceps, so there was no health hazard.¿ it is noted the issue occurred during surgery, there was no impact or injury to the patient and the procedure was completed with an alternate. Although requested, no other clarification was provided by the distributor. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the pieces were removed, they did fall into the patient.

Manufacturer narrative:
At time of this filing, although expected, the reported device has not been received into conmed's complaint system for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor in japan reported issues with 60-5274-132, stealth 32 lhook laparoscopic electrode , lot unknown, experienced by (B)(6) hospital, on 13december. Information received indicates ¿the tip of the electrode fell off during a surgical case. It was removed with forceps, so there was no health hazard.¿ it is noted the issue occurred during surgery, there was no impact or injury to the patient and the procedure was completed with an alternate. Additional information received notes procedure was laparoscopic cholecystectomy. No other information was made available. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence, as although the pieces were removed, they did fall into the patient.

Manufacturer narrative:
D4: although originally unreported, based on lot number printed on the packaging returned with the device, lot 202101181 added to record. H10: customer's reported issue is confirmed based on evaluation of returned device. The lot number of the device was provided based on return packaging. A visual inspection was performed, the l-hook is disassembled from the device. There is evidence of soldering present. The returned device exhibits the reported claim, nevertheless a root cause cannot be established. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found 9 similar events involving 9 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 48 complaints, regarding 49 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Do not use if damage is found. These electrosurgical suction/irrigation instruments should only be used by surgeons trained in surgical endoscopy according to established hospital protocol. To avoid potential damage to trocar seals and to the electrosurgical tip, always slide the tip shield in the covered and locked position during insertion into the trocar cannula. Misuse of this or any other electrosurgical device can result in a patient injury. Read and become familiar with all instructions and directions before using this device. This issue will continue to be monitored through the complaint system to assure patient safety.